Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on december 5, 2019 due to low blood glucose. It was reported that the customer could not control his blood glucose with the insulin pump and felt that he messed up the pump and switched to manual injection which lead customer to be hospitalized. Customer was treated with a breathing tube. Troubleshooting was not performed. Customer's blood glucose was not reported. Insulin pump will not be returned for analysis.